Event description:
Beaded cable tensioner did not tighten. Used another tensioner from a different company.

Manufacturer narrative:
Review of the device history records indicates the lot was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Two cables were returned. The returned devices are unremarkable. The body of the devices are faded and scratched consistent with normal use. The tension jaws of both devices showed signs of corrosion, suggesting the device was not properly dried and lubricated after cleaning. One of the returned instruments was not able to properly tension a sample dall miles cable, thereby confirming the reported event. The instrument was lubricated in accordance with the instructions lasermarked on the device body and was then able to satisfactorily tension a sample dall miles cable. The second of the returned instruments functioned satisfactorily in its as returned condition. No issue was found with the devices after lubrication. If additional information becomes available, this investigation will be reopened.

Event description:
Beaded cable tensioner did not tighten. Used another tensioner from a different company.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.